Event description:
Customer reported melting at the base of the device. Customer also stated seeing smoke. No treatment. Customer indicated being unsure when device was last cleaned but that it is cleaned with alcohol wipes. A request was made for return product and replacement product was sent.